Event description:
Information received indicates the brakes wouldn't hold when the brake pedal is engaged.

Manufacturer narrative:
The technician replaced the casters and adjusted the brake to repair the bed.